Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had drawers' failure. The field service engineer stated that the customer had already been able to recover the drawers earlier in the morning. Tested both drawers in hardware test application and didn't see any issues. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawers' failure. The customer stated that they have 2 drawers that keeps failing causing a delay in dispensing medication to the patient. The customer has tried to reboot the station and recover failed storage space but still not able to recover. There were no adverse events or injuries reported based on this event.